Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had no vacuum. This occurred on 100 occasions during use. The following information was provided by the initial reporter: they claimed that some of these tubes didn't had any vacuum. In front of customer I did the water test and all tubes performed as they should.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had no vacuum. This occurred on 100 occasions during use. The following information was provided by the initial reporter: they claimed that some of these tubes didn't had any vacuum. In front of customer I did the water test and all tubes performed as they should.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.